Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) and the ilet, resulting in signal loss to the ilet while blood glucose levels were unaffected; customer support guided the user to toggle the dexcom app between g6 and g7 and re-pair the sensor to the ilet, with instruction to allow up to 30 minutes for pairing. No adverse health symptoms were reported. Outcomes included no alerts or alarms and no clinical impact. User support included product troubleshooting and user education conducted remotely. Investigation of this case revealed a transient communication disruption consistent with known intermittent bluetooth pairing behavior, with no device component damage observed and no ilet therapy interruption reported. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interference that resolved with standard pairing procedures.